Event description:
Additional information was received. It was reported that the patient had a follow-up appointment with his physician for a refill. Though several symptoms were listed, it was unclear which were related to the intrathecal therapy and which were present due to the patient¿s condition. It was stated that the patient¿s pain was characterized as burning, aching, crampy, dull, and deep. It was constant throughout the day, but varied in intensity and severity. A psychological screening indicated that the patient had experienced emotional distress related to the pain. It was also stated that the patient had a generalized mild tenderness in the neck and shoulder region, as well as, in the lumbar spine and pelvic region. It was found that his head and neck movement was mildly restricted in all directions. Additionally, there was a severe restriction of his lumbar flexion and a moderate restriction of his lumbar extension. The patient also had a mild, generalized lower leg edema and bilateral, unsustained ankle clonus. It was stated that the patient experienced dry mouth as a side-effect of medication, though it was unclear which medication caused it. The patient also had poor bowel movements, requiring a suppository or enema to defecate. Additionally, he had difficulty urinating without a very full bladder, urgency, and incomplete emptying. At the appointment, the patient was prescribed opana ER for his chronic pain and oral baclofen for his spasms. It was recommended that the patient return to the physician in four weeks for pump analysis and to evaluate his response to the medications. It was also recommended that the patient meet with the pump¿s manufacturer and there was a noted recommendation that the catheter be revised.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not gotten any relief from the pain pump. For two months, the patient went in every week for dosage increases, but still didn¿t feel anything though the physician stated that there was ¿enough in there that he should be feeling something¿. About three weeks prior to report, a roller dye test was attempted, but the test could not be performed because the physician had a problem evacuating all of the medication from the catheter and then had a problem putting pressure back into the catheter. It was reportedly determined that there must be something wrong with the catheter or the tip. The patient had an MRI done on the monday of the week prior to report and an x-ray done on the friday before that. The physician didn¿t see anything on either that would explain the lack of therapy. It was noted that the patient was still scheduled for his normal 30-day follow-up with his physician. It was stated that the next step would be to do exploratory surgery, though the reporter wanted the device interrogated and looked at before that. The system was delivering morphine and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).